Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of near 300 mg/dl. The customer stated that the insulin pump was alarming and stopped delivering and the top right hand corner had a red thing in it. The insulin pump was returned for analysis.